Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data file was provided for review. The data file confirmed the device could not reach its target energy and responded with a charging timeout failure. This is the only error in the logs and is consistent. There is no evidence that the battery was replaced, and it immediately responded with a battery calibration required message to begin the event. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, after two successful shocks, the device failed to charge. Complainant indicated that the patient subsequently expired.